Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone17.1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized and admitted to the intensive care unit (ICU) on (B)(6) 2026 for diabetic ketoacidosis (dka). When the pod was removed, the patient noted that the adhesive was wet. The patient's blood glucose levels were reportedly fluctuating, beginning at 170 mg/dl and eventually reaching 325 mg/dl while wearing the pod for longer than 48 hours. Reported symptoms included hyperglycemia, lethargy, vomiting, diarrhea, elevated ketones, and limb discoloration. Treatment included electrolyte replacement with potassium administration. The patient additionally reported undergoing a computed tomography (CT) scan of the kidneys, continuous monitoring of heart rate and blood glucose levels, a chest x-ray, and placement on a breathing machine. The patient was discharged on (B)(6) 2026.